Event description:
Reporter stated that his wife used patch on lower back and wore it for eight hours. After removal they noted two 2nd degree burns in patch area. Follow up information received in 2007 states that both burns have healed. No medical intervention was sought.